Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of fails accuracy +8.2% was not verified. The event log shows two ten milliliter and one twenty milliliter bolus tests were performed prior to pumps return to smiths. Service was unable to replicate the problem and therefore no actions will be taken at this time. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump fails accuracy +8.2%. No reported adverse effects.